Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign material at the biopsy channel. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was traced to a cracked or chipped charged-coupled device (ccd) cover lens. Additionally, the probable cause of the malfunction found during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a visible artifact in the lower portion of the displayed image. The event occurred during inspection prior to use. There were no reports of patient involvement.